Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately high and erratic. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2014. The patient reported blood glucose results of ¿212 mg/dl¿ and ¿117, 192 and 42 mg/dl¿ and ¿100, 197 and 217 mg/dl¿ with the subject meter, performed at unspecified times of each other. The patient did not specify how he manages his diabetes; however, the patient reportedly administered himself insulin (type/ amount not specified). After the start of the alleged issue, the patient claimed he felt symptoms of light headedness, shakiness and sweats. Additional treatment was not specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Quality control testing was performed which tested within specifications. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.